Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: device was found with poor air supply and water supply (no output at all), the angle play were reproduced however, the angle down was not reproduced. Further inspection found a foreign material on the device nozzle. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
It was reported that the device air and water supply was not working at all. The device angle was down (about 185 °) in the up direction less than the standard. The issue found at preparation for use. There is no patient involvement associated on this event. No user injury reported. Device evaluation found foreign material on the nozzle. This report is being submitted for foreign material found on the device nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the investigation, the foreign material found was likely caused by rubber material in the nozzle which entered from an outside source. The event can be detected/prevented by following the instructions for use which state: precautions 3.5 attaching accessories to the endoscope. 4.2 using endo therapy accessories¿ and handling environment. Reprocessing manual of the operation manual chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope(and related reprocessing accessories. Olympus will continue to monitor field performance for this device.